Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with a fiber/hair under the flap of her right eye at one day post treatment. No loss of best corrected visual acuity (bcva) reported. The patient has no complaints. During follow up with the account they reported that flap was relifted and fiber was removed on (B)(6) 2013 without complications.